Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had delivered a shock to the patient. Afterward, the ICD began to emit a beep tone and could not be interrogated.